Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated with the cobas sars-cov-2 and influenza a/b assay (scfa) with the cobas® liat® system. 2 patient samples generated sars-cov-2 positive, a repeat of the same samples were sent out at a different facility and tested with a different cobas® liat® system and the results were negative. The initial results were reported to the patients and then amended once they were negative. No harm is alleged. Per the FDA guidance two (2) mdrs will be filed. An investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
Data review showed that run #1199 had a strong amplification indicating a true positive result was obtained. While run #1020 had a weak amplification and late CT, indicating a potential low viral titer sample. No indications of pcr curve abnormalities or other aberrations were observed which would indicate a system issue. A possible cause for the discrepancy experienced may be due to contamination at the customer site. An investigation was performed on the alleged reagent to rule out any contribution to the allegation. No product problem related to the customer allegation was identified. (B)(4).

Manufacturer narrative:
Corrected reagent lot number. Previous lot provided was the retest lot number. (B)(4).